Event description:
There was an allegation of questionable crpl4 c-reactive protein gen.4 result from the cobas 8000 cobas c 502 module. The initial result was 0.06 mg/l and was reported outside of the laboratory. The repeat result was 15.37 mg/l and was considered correct and released to the patient and doctor. The repeat result on another analyzer was 15.7 mg/l. The reagent lot number was 618913. The expiration date was provided as feb 2023.

Manufacturer narrative:
The field service engineer found the technical limit for the assay was not correctly configured therefore the questionable result was not flagged. The analyzer performed as configured. The investigation did not identify a product problem. The cause of the event could not be determined. The event was consistent with a preanalytical issue as based on the reaction monitor, little or no sample was pipetted for the initial test. This could indicate gel or a clot in the sample or in the probe that was then cleared for the repeat tests.